Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient awareness of the location of tingling changed but there was no loss of stimulation. It was noted that the program was switched to original setting. There was no change in position of the lead as seen as seen on kub¿ (x-ray of kidney ureter, bladder).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient has stopped feeling stimulation, experienced a return of symptoms which was noted as sudden. The consumer stated patient stimulation was on and was set on program one at 4.5. The cause was reported as unknown at this time. Consumer stated when patient stopped feeling stimulation, they increased stimulation to the maximum at 8.5 and patient was still not feeling stimulation. The indications for use for this patient were gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.